Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.

Event description:
The implant failed due to patient's bone condition. The implant was placed at #31. Poor oral hygiene. Traditional 2 stage procedure.